Event description:
As reported, the hosp is experiencing leakage at the connection of the 8cc syringe and the manifold. This leakage is resulting in air entering the sys, although no air has been injected into the pt. In each case, a new syringe is obtained and the procedures continue. A used syringe has been returned for eval.

Manufacturer narrative:
Although the used sample has been returned to the MFR, the investigation is still ongoing and a root cause has not yet been determined. Upon completion of the investigation, a f/u medwatch will be submitted.